Manufacturer narrative:
A visual examination of the returned device revealed that the stent had been deployed from the device and was not returned. It was noted that the proximal end of the clear guidewire access sleeve had detached from the blue outer sheath. Upon further examination of the point of break, it was noticed that a small piece of the clear guidewire access sleeve was still attached to the blue outer sheath confirming that the sheath did not detach at the bond. No other issues were noted with the device. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review identified that this device was not used per the directions for use (dfu) / product label. The dfu recommends "endoscopic and fluoroscopic placement of the guidewire". However, the complaint states that the stent was placed via percutaneous cannulation into the common bile duct. Therefore, the most probable root cause is user/use error.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was implanted during a biliary stent placement procedure on (B)(6), 2011. The patient was being treated for advanced jaundice due to a stricture in the common bile duct caused by a malignant tumor. According to the complainant, the patient's anatomy was dilated prior to stent placement with a rigid dilator. During the procedure, after a successful percutaneous cannulation into the patient's common bile duct, the physician inserted the stent over the guidewire. Once the stent was in the proper position, the physician began deployment. After approximately thirty percent of the stent had been deployed, the outer sheath of the delivery system broke. The physician attempted to reconstrain the stent by pulling back on the proximal part of outer sheath; however, this caused the stent to fully deploy. The final position of the stent inside the bile duct was incorrect as it did not cover the full length of the stricture. The physician was able to remove the delivery system after fully deploying the stent but he did not remove the misplaced stent. In order to resolve the misplacement of the stent, the physician decided to insert a plastic drainage catheter through the stent which resolved the bile drainage problem. At the time of the procedure, it was not possible to insert a duodenoscope to perform an endoscopic retrograde cholangiopancreatography (ercp) procedure with the stent placement; therefore, due to the patient's current condition, the physician chose to perform a percutaneous stent insertion. Unfortunately, a percutaneous stent was not available for use; therefore, the procedure was completed with an endoscopic stent. There were no patient complications as a result of this event. The patient¿s condition was reported to be "good" post procedure, and follow up the next day also revealed that the patient was in good condition. It is important to note that this device was not used per the directions for use (dfu). The dfu states that the wallflex biliary rx uncovered stent system is contraindicated for "those patients for whom endoscopic techniques are contraindicated." Additionally, the dfu recommends, "endoscopic and fluroscopic placement of the guidewire...." However, according to the complaint, the stent was placed via percutaneous cannulation into the common bile duct.

Manufacturer narrative:
Reported issue of stent placement/positioning problem. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was implanted during a biliary stent placement procedure on (B)(6) 2011. The patient was being treated for advanced jaundice due to a stricture in the common bile duct caused by a malignant tumor. According to the complainant, the patient's anatomy was dilated prior to stent placement with a rigid dilator. During the procedure, after a successful percutaneous cannulation into the patient's common bile duct, the physician inserted the stent over the guidewire. Once the stent was in the proper position, the physician began deployment. After approximately thirty percent of the stent had been deployed, the outer sheath of the delivery system broke. The physician attempted to reconstrain the stent by pulling back on the proximal part of outer sheath; however, this caused the stent to fully deploy. The final position of the stent inside the bile duct was incorrect as it did not cover the full length of the stricture. The physician was able to remove the delivery system after fully deploying the stent but he did not remove the misplaced stent. In order to resolve the misplacement of the stent, the physician decided to insert a plastic drainage catheter through the stent which resolved the bile drainage problem. At the time of the procedure, it was not possible to insert a duodenoscope to perform an endoscopic retrograde cholangiopancreatography (ercp) procedure with the stent placement; therefore, due to the patient's current condition, the physician chose to perform a percutaneous stent insertion. Unfortunately, a percutaneous stent was not available for use; therefore, the procedure was completed with an endoscopic stent. There were no patient complications as a result of this event. The patient's condition was reported to be 'good' post procedure, and follow up the next day also revealed that the patient was in good condition. It is important to note that this device was not used per the directions for use (dfu). The dfu states that the wallflex biliary rx uncovered stent system is contraindicated for "those patients for whom endoscopic techniques are contraindicated." Additionally, the dfu recommends, "endoscopic and fluoroscopic placement of the guidewire...." However, according to the complaint, the stent was placed via percutaneous cannulation into the common bile duct.